Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia, contacted support regarding whether to make a meal announcement for a small box of raisins, and was advised on carbohydrate-based meal announcements and that the raisins should help restore glucose toward range. Symptoms included low blood glucose with a nadir of 65 mg/dl without loss of consciousness or other acute effects. Outcomes included self-treatment with oral carbohydrate and resolution within less than one hour, with no alerts generated by the device, no assistance required, and no medical intervention or hospitalization. Investigation included complaint intake, user education on appropriate carbohydrate treatment versus meal announcements, and assessment that the event was user-managed without device alerts. Investigation of this case revealed no device malfunction or component failure and that the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate.